Manufacturer narrative:
Continuation of d10: product ID: 37761; lot#serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the caller assumes patient is in overdischarge as he hasn't charged his ins since last year. The patient has requested new product. They would connect after the patient receives new equipment to correct the overdischarge. Caller reported patient had health issues last year and didn't charge his ins and its most likely now in overdischarge. He went to charge today and noted his recharger won't charge. His desktop light is green and the connection to the recharger is wiggly. Will request replacement cord be sent to patient. Additional information was received and it was reported that the ins was overdischarged. The cause was reportedly due to the patient no using the device in some time due to other obligations. They used a 60 minute countdown and jumpstarted the device and the issue was resolved. The information was confirmed with the physician.